Manufacturer narrative:
Site engineer received a report stating that occasionally the imaging system's gantry door is not closing properly. Following onsite investigation it was discovered that the lower gantry door cover was deformed and the issue was resolved by adjusting it. No further issues were reported. There was no patient present when this issue was identified. System passed all tests during system checkout and no further action is required at this time. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The field service engineer received a report from the site stating that the gantry door for the imaging system is not closing properly.